Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer was attempting to place a capsule on the patient for the second time, but when the physician was examining the patient¿s esophagus, they saw that the first capsule was still attached. The physician did not continue to place the second capsule because the first capsule had not "dropped" off. There was no patient harm and the patient "cannot feel the capsule at all", hence a repeat procedure will be performed.